Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal artery. A 3.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, at second inflation, it was noted that the balloon ruptured at 8atm within 3 seconds. There was visible pinhole noted with the device. The device was removed from the patient's body without any problem and the procedure was completed with another of same device. No patient complications were reported and patient's condition was good post procedure.